Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. Temperature verification testing was performed and the device passed. External and internal inspection was performed and found no issues. Accuracy confirmation testing was performed and the device failed. The original piston foam was removed and inspected. This inspection found the piston foam to be deteriorated and the door piston to be cracked. A lab piston foam article was installed in the device and it was able to pass the accuracy testing. When the original piston foam was reinstalled, the device failed the accuracy test again. A review of the event history log of the device found nothing related to the reported issue. The cause of the reported issue was determined to be the deteriorated piston foam and the cracked door piston. The door piston and the piston foam were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No additional information is available.